Manufacturer narrative:
Malformed clip: indicator wheel. Evaluation summary: the analysis results for the el5ml instrument found that it was returned in good visual condition. Due to the returned condition of the instrument, the trigger had to be manually assisted to release the jaws. Two incidents for advancer bypass were noted during the firing sequences; the instrument formed two pear shape clips, two clips with gap and a conforming clip. The instrument locked out as intended but the orange indicator did not show up completely. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap gastric bypass procedure, the first clip scissored. Subsequence clips would not stay on the tissue. After a couple of attempts pulled device out of the patient. In the patient, the device would clip on the vessel, but it would not stay. The clip closed at the distal tip. It would come out of the device but would not completely close. When the scrub tech attempted to fire outside of the patient, the clips would not come out fully to the end of the jaws and it started forming in the middle of the jaw of the device. They finally pulled an another device to complete the procedure with no patient impact.